Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod between 4 and 24 hours. The patient reported that the adhesive was not fully secure due to insulin leaking. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient gave a 12.45 unit correction.